Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call having issues with filling the reservoirs. Customer stated that they had gone through two reservoirs trying fill them with insulin. Customer was assisted with filling the third reservoir. Customer was not able to push the plunger down on the vial of insulin to get air into the vial. It was advised to detach the reservoir and transfer guard from the vial. Customer instead disconnected the reservoir from the transfer guard and stated that the insulin came out of the needle of the transfer guard and the reservoir had insulin in it and there is an air bubble in the reservoir. Customer was instructed to push the air bubble out with the plunger; air was pulled accidentally into the reservoir. Reservoir had more air and less insulin. The customer changed the infusion set and reservoir and was assisted with filling a new reservoir and priming.